Event description:
It was reported that when an asymptomatic patient presented in clinic for a normal follow up, non-sustained lead noise episodes were observed. Review of the episodes revealed intermittent undersensing of ventricular events. Programming changes were made and the patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.